Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unknown artery with moderate calcification. The ht bmw universal ii gw was advanced to the target lesion; however, the hydrophilic coating on the guidewire expanded after 15 minutes of use, causing the guidewire to get stuck with the intravascular ultrasound catheter (ivus). After removal of the device, the procedure continued using a non-abbott gw. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report the following information was provided:the procedure was to treat the right coronary artery, posterior descending artery, with stenosis in the side branch. There was a delay in the procedure but no harm to the patient. No additional information was provided.

Manufacturer narrative:
The guide wire was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the video indicated that the bmw wire is seen ¿swelling¿. Without a visual inspection of the damaged wire, root cause of the malfunction cannot be confirmed. The cause of the device malfunction cannot be confirmed via the images provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na